Event description:
A report was received via social media that the patient was burned by the ipg from the inside. It was also noted that the patient was experiencing pain and that the leads had migrated. No further information could be obtained.